Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent undersensing. The radio frequency overuse condition was due to frequent implanted device alerts, specifically the vt episode. Boston scientific technical services (ts) stated that it looked like the patient was in atrial fibrillation (af) and intermittent undersensing, causing the ventricular tachycardia (vt) alert. Additionally, ts suggests considering adjusting the ra sensitivity as well as configuring the alert. The lead remains in service. No adverse patient effects were reported.